Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio opened the device to perform a visual inspection but no discrepancies were observed. Physio then reseated all of the internal cables and connectors, as well as replaced the battery pins as a precaution. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device locked up and became unresponsive. They were eventually able to resolve the issue by removing the devices batteries. There was no patient use associated with the reported event.